Manufacturer narrative:
Concomitant medical products: product ID: 977c265, serial# (B)(4), implanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 977c265, serial/lot #: (B)(4), ubd: 26-nov-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain via a manufacturer¿s representative (rep). The rep reported that the patient only had unilateral coverage for pain relief and needed bilateral. The rep reported that the patient fell and the lead fell off the midline. The rep noted that the patient fell and lost coverage. The rep reported that x-rays were performed and found that the lead had migrated cephalad and right of midline/from the top of t8 to t6/7. The rep reported that a lead revision was completed on the day prior to the report. The lead was pulled out and repositioned with base at the 9-20 junction. The issue was resolved. No further complications were reported.